Manufacturer narrative:
A photo was provided showing a drawing of the configuration of the set with the area of leakage indicated. No product samples or videos of the used product were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number. Corrected information can be found in b5 and h6 component code.

Event description:
The complaint/event occurred on an unspecified date.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). The expiration and manufacturing dates are unknown, because the lot number is unknown.

Event description:
An event involving a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock experienced leakage. It was stated that the nursing department / nicu received a report that the product was leaking at the site near the arrow, and was discarded. It was also stated that leaking occurred on nanoclave port. There was unknown patient involvement, unknown human harm and unknown delay in therapy.